Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that an e33 error occurred. As a result, the device was changed out. The user reported the surgical procedure was completed successfully and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
(Device not returned).